Event description:
A male with ischemic heart disease and a previous history of hypertension, stomach cancer had abdominal arterial aneurysm and common iliac arterial aneurysm. The patient was not considered to have a suitable form for endovascular repair because the proximal neck was 90 degrees. However, the procedure went as labeled in 2008. The physician placed a main body and two iliac leg grafts but placed an additional iliac leg graft to extend into the contralateral external iliac artery. Final angio revealed there was an endoleak. The physician considered it a type IV endoleak and decided to take a wait-and-see approach. Patient is recovering.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions and the correct deployment procedure. Specifically, the IFU states that key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck, an inverted funnel shape, and circumferential thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Neck's exhibiting these key anatomical elements may be more conducive to graft migration. The device remains implanted and no images were provided to assist in this investigation. An internal clinical review indicated the event was due to user error due to off label use and patient anatomy. However, we have notified the appropriate individuals and we will continue to monitor for similar events.